Event description:
The customer reported via phone call that the customer had high blood glucose level. Customer reported that the insulin pump had a blank display. Customer was treated with a manual injection after the customer was admitted to the hospital. It was also reported that the customer was changing the battery and the pump had a blank screen. Troubleshooting was performed, however, the issue was not resolved. No further patient complications were reported. The customer will discontinue using the device. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w 4.11c retainer .ring = black. The customer was hospitalized for alleged high bg's and blank display on (B)(6) 2022. On svn 000314395635 the customer alleged battery cap damage on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0869 inches. There was no damage noted on the battery cap. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump powered up properly after the test battery was installed. The pump was programmed and monitored for 2 days. No blank display noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, replace battery alert, or replace battery now alarm noted on the event date in the pump trace download. Please see below for the low battery alert, and power loss alarm listed on the event date in the pump trace download. The low battery alert was due to customer's low battery voltage 1.010 volts on the power management tool on the power data vs real time. (B)(6) 2022 16:32:00.000 alarmalertnotification. Faultnumber = low battery alert(104) the battery out limt was due to battery removal an.d then a pump time reset. (B)(6) 2022 19:39:00.000 alarmalertnotification faultnumber = battery removed (84). 01/01/2009 00:00:01.000 timereset. Oldsystemtime = 01/01/2009 00:00:01.000. Newsystemtime = 11/03/2022 19:40:00.000. 11/03/2022 19:40:17.000 alarmalertnotification. Faultnumber = batt out limit(6). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The pump passed the functional testing. Unable to confirm alleged high bg's. Blank display not confirmed. Battery cap damage not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.